Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively a laparoscopic sleeve gastrectomy procedure, leaked occurred. It is also reported that during the procedure there was no issue noted.